Manufacturer narrative:
A ge rep evaluated the system, and replaced the cassette film door. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system would not fluoro during a case. No pt injury reported.